Event description:
While wearing the external equipment, the patient reported experienced intermittencies followed by loss of lock. On march 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the patient's device was no longer functioning. Surgery to explant the patient's device is to be schedules.